Event description:
Device #2 malfunction: cuff miss. Time of device malfunction: during use. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same results. Hemostasis was achieved using a third proglide device. There was no reported adverse patient effects. Though requested, there was no additional information available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2 - proglide part #12673-03; lot #60317-6h is being filed under a separate medwatch report.